Event description:
The customer reported high blood glucose levels due to scar tissue in her abdomen. Advised the customer of the different infusion sets that she can use. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whethere or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.